Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows three drainage catheters in which trocar needle was noted to be protruded from catheter tip of all the three catheters. Although the needle was protruded from all the three catheters in the provided photo, it is not sufficient to determine if the product meets the specification. The investigation is inconclusive for reported trocar needle length issue as the provided photo was not sufficient to confirm the reported issue and the issue cannot be verified without physical sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the length of the trocar needle was allegedly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the length of the trocar needle was allegedly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.